Event description:
It was reported that during a port placement procedure, resistance was allegedly felt as the dilator was inserted. It was further reported that the dilator allegedly could not be inserted. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one fully peeled 6.5fr peel-apart sheath and two vessel dilators, one guidewire straightener and one j-tip guidewire were returned for evaluation. Manufacturing site evaluation of the sample folds through the gray sheath, two vessel dilators were observed, in one of them it was observed that the sheath valve was trapped, this dilator had a pronounced double towards the distant tip, no fractures were observed at the tip of the vessel dilator, slight residues of use were observed through the sample. Therefore, the investigation is confirmed for the identified deformation and material separation issue as the sheath shafts and the vessel dilators were noted to be deformed and the valve cap was not noted on both t-segments. However, the investigation is inconclusive for the reported difficult to insert issue as the exact circumstance at the time of the reported event cannot be replicated. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiration date: 11/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one fully peeled 6.5fr peel-apart sheath and two vessel dilators, one guidewire straightener and one j-tip guidewire were returned. Manufacturing site evaluation of the sample folds through the gray sheath, two vessel dilators were observed, in one of them it was observed that the sheath valve was trapped, this dilator had a pronounced double towards the distant tip, no fractures were observed at the tip of the vessel dilator, slight residues of use were observed through the sample. The investigation is confirmed for the identified deformation and material separation issue as the sheath shafts and the vessel dilators were noted to be deformed and the valve cap was not noted on both t-segments. However, the investigation is inconclusive for the reported failure to advance issue as the exact circumstance at the time of the reported event cannot be replicated. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a port placement procedure, resistance was allegedly felt as the dilator was inserted. It was further reported that the dilator allegedly could not be inserted. The procedure was completed using another device. There was no reported patient injury.